Event description:
Slip tip needle cap will not come off. Pt has to use pliers, in order to remove the cap. She is a nurse, and is aware how slip tip work. She indicates that these are not correct and will call us back with lot / exp numbers when she gets home. Frequency: other, route: subcutaneous.